Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system had vitrector failed and port lights did not turn on during calibration. No patient impact was reported. The surgical procedure was successfully completed using alternative equipment.